Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was leaking contrast media from the handle of the device . The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; sidecar push back and sidecar torn.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the sidecar/clear outer sheath was pushed back for a length of 2 millimeters from the distal end of the coil assembly. Additionally, the sidecar was torn distally for a length of 4 millimeters from the proximal end. A functional evaluation found that the basket could be extended and retracted without issue. When extended, residue was identified on the basket wires. A second functional evaluation was performed to identify the presence of a handle leak. With the basket extended approximately 0.5 centimeters no leaking occurred. However, when the basket was almost fully extended a leak was identified. The condition of the returned device was consistent with the complaint of handle leak. During the evaluation, the handle was found to leak when the device was in an almost fully extended position. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)